Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the united states alleging that the casing on their onetouch verio test strips did not fit into the test strip port on their one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient stated that the test strip would allegedly not fit all the way in the test strip holder/port of the subject meter. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the onetouch verio test strips would not fit all the way into the test strip holder/port on the subject meter. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.